Event description:
Boston scientific received information that this device was interrogated and they identified an automatic capture (ac) retry. The local sales representative discussed various calculated longevity based on ac feature with boston scientific technical services (ts). Ts explained management of longevity in the device. The ac retry was due to the patient being in atrial fibrillation (af) with rate ventricular response (rvr). No other adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.